Manufacturer narrative:
(B)(4). Batch # n5456k. The analysis results found that the tlc75 device was received with the left wedge detached and missing from the pusher block. Further analysis of the device show damaged on the pusher block. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the wedge became dislodge from the pusher block, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the knife fell into patient, could be removed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.